Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your reported issue that the needle did not fully retract when the safety mechanism was activated was confirmed and the cause appeared to be manufacturing related. Two 18g insyte autoguard bc units from lot number 5057908 were provided for investigation. One needle was received partially retracted. The position of the flash notch in the cannula coincided with the blood control valve. It appeared that the safety mechanism was able to be activated successfully; however, the needle notch appeared to catch on the blood control valve. After manipulating the IV catheter, the needle ended up fully retracting within the safety shield. The other needle was received fully retracted within the safety shield. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Staff went to use this needle over the weekend, and it only partially retracted. Can you please provide an exact date of event in this format mm-dd-yyyy? 09/21/2025 any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No